Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys tsh assay results for multiple patient samples from cobas e 411 immunoassay analyzer serial number (B)(4) when compared to the results from an abbott architect. Patient 1 initial result was 8.87 uiu/ml and repeat result was 5.33 uiu/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. Patient 2 initial result was 5.41 uiu/ml and repeat result was 3.15 uiu/ml. Patient 3 initial result was 7.36 uiu/ml and repeat result was 4.56 uiu/ml. Patient 4 initial result was 4.80 uiu/ml and repeat result was 2.80 uiu/ml. On (B)(6) 2018: patient 5 initial result was 4.44 uiu/ml with a data flag and repeat result was 2.62 uiu/ml. Patient 6 initial result was 7.88 uiu/ml with a data flag and repeat result was 4.73 uiu/ml. Patient 7 initial result was 2.39 uiu/ml and repeat result was 1.35 uiu/ml. For patients 2-7, information concerning if the erroneous result was reported outside of the laboratory or if the patient was adverse event was requested but was not provided. The field service representative performed a comparison study between the cobas e 411 immunoassay analyzer and a cobas 8000 e 602 module. The results were comparable. Calibration and qc results were verified to be acceptable. The analyzer performance was found to be within range.

Manufacturer narrative:
Clarification was received for patients 2-7 that none of the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The calibration signals were low, but still acceptable. The qc recovered within specification. A general reagent issue can be excluded. The investigation was unable to find a definitive root cause. The tsh values generated with assays from different manufacturers, in this instance abbott, can differ based on the different types of antibodies used, differences in setups of the assays, and differences in standardization methodologies.